Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. The handle was attached to a representative clamshell and adapter and fired successfully. An analysis of the system logs showed no indication of the handle being unable to charge. There were no empty log files. Additional findings during investigation upon removal of the back handle housing indicated that the ir shield was damaged and the rotation and firing motors were loose. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Additionally, the investigation detected two unreported conditions of a damaged ir shield and loose motor screws that have no relationship to the reported condition. The root cause of the broken ir shield was due to the product not being used as indicated which caused or contributed to the reported condition.. Replication of the damaged ir shield can occur if the device is dropped. The root cause of the loose motor screws was determined to be a result of a manufacturing activity. It was determined that the thread locker applied to the screws was not activated properly. Improvements have been initiated to mitigate this condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the handle would not charge. There was no patient involvement. Initial evaluation of the incident device found about two unreported conditions of a damaged ir shield and loose motor screws that has no relationship to the reported condition. Replication of the damaged ir shield can occur if the device is dropped. The root cause of the loose motor screws was determined to be a result of a manufacturing activity. It was determined that the thread locker applied to the screws was not activated properly.